Manufacturer narrative:
One bipolar pacing catheter with attached 2ml terumo syringe was returned for evaluation. The catheter was stained yellow and pink between the 30 cm and 90 cm marker. The extension tube of the distal electrode was tied by an attached string. Continuity testing confirmed a full open condition of the distal and proximal circuits. The catheter body was kinked at approximately 49.5 cm from the catheter tip and found to be waved between the 30 cm and 60 cm marker. Two indentations on the surface of the catheter body were observed at approximately 33.8 cm and 36 cm proximal from the catheter tip. A cut down of the catheter body was performed just proximal of the proximal electrode and just distal of the y-adapter to expose the pacing leadwires. The leadwires were found to be broken at approximately 49.5 cm from the catheter tip where the catheter body was kinked. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the balloon or windings was observed. Balloon inflation test was performed using lab syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the conduction was lost and the catheter became unable to pace during use. The cable was replaced but the problem was not solved. The pacemaker was replaced, but the problem was not solved. The catheter was replaced and the problem was solved. There were no patient complications reported. Further details could not be obtained.